Manufacturer narrative:
It was reported to abbott, a patient was experiencing rib stimulation and inadequate pain relief. X-rays showed both octrode leads had migrated. The patient underwent a full system revision. The ipg was electively replaced to avoid another surgery soon. It was reported that the patient may have experienced a csf leak during the procedure. Therapy was restored with post op programming. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-07301, 3006705815-2023-07302.it was reported that during a lead revision on (b)(3) 2023 the patient experienced a csf leak. The patient was hospitalized overnight and reported experiencing headaches. The patient has since been discharged from the hospital and the patient's symptoms were noted to have subsided.